Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from march 04, 2020 - march 05, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photo of the device did not show evidence of residual fluid in the bladder, and therefore, did not show evidence of an under infusion. The reported condition was not observed via the provided photograph and due to the nature of the returned sample no additional testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The device had been filled with fluorouracil and 0.9% normal saline to a total fill volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.